Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient experiencing muscle stimulation presented in the clinic for follow-up. Upon interrogation, the pulse generation exhibited backup vvi operation. After device software download, normal function resumed.

Event description:
New information states the device was explanted and replaced successfully. No additional information was available

Manufacturer narrative:
Analysis was normal, no anomalies were found.